Manufacturer narrative:
Device evaluated by manufacturer - visual and tactile analysis of the shaft noticed 3 areas of kinking. The guidewire lumen also showed some damage. One of the kinked areas was at 2cm from the strain relief, the 2nd was at 30cm from the tip and the 3rd was at 18.5cm from the tip. Buckling of the guidewire lumen started at 1cm from the tip and ended at 12cm from the tip. Functional testing of the guidewire lumen was not possible due to the buckling of the lumen. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the guidewire was not stuck inside of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID # 2134265-2016-09207, 2134265-2016-09208, 2134265-2016-09306. It was reported that during percutaneous transluminal angioplasty catheter entrapment occurred. The target lesion was located below the knee (btk). A v-18 guidewire was advanced across the lesion and a 3.0x150mm ranger sl dcb otw balloon was then advanced, however became stuck on the wire. The physician removed the balloon and wire together and was noted that the balloon lost its shape. A v-14 wire was introduced and a 3.0x120mm ranger sl dcb otw balloon was advanced over the wire. As the balloon reached the knee the device also became stuck on the wire. When the balloon and wire were removed together the wire broke into two pieces. The procedure was completed with placement of two stents btk trapping the small piece of the v-14 in the patient. No additional patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device is a combination product. (B)(6). (B)(4).

Event description:
Same case as MDR ID # 2134265-2016-09207, 2134265-2016-09208, 2134265-2016-09306. It was reported that during percutaneous transluminal angioplasty catheter entrapment occurred. The target lesion was located below the knee (btk). A v-18 guidewire was advanced across the lesion and a 3.0x150mm ranger sl dcb otw balloon was then advanced, however became stuck on the wire. The physician removed the balloon and wire together and was noted that the balloon lost its shape. A v-14 wire was introduced and a 3.0x120mm ranger sl dcb otw balloon was advanced over the wire. As the balloon reached the knee the device also became stuck on the wire. When the balloon and wire were removed together the wire broke into two pieces. The procedure was completed with placement of two stents btk trapping the small piece of the v-14 in the patient. No additional patient complications were reported and the patient status is fine.